Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the superficial femoral artery after an interventional procedure. Reportedly, the proglide needles failed to catch the foot and therefore, when the plunger was retracted, there was no suture visible from the end of the device. A second perclose proglide device was used to achieve hemostasis. There were no reported patient adverse effects. No additional information was provided.